Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient lost stimulation coverage to her lower back and only felt stimulation in her legs. X-rays showed the leads had migrated. It was reported the patient was referred to a surgeon for a paddle lead replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed, the patient's leads were explanted and replaced (with a single lead/different model).